Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing stage. The customer stated that the insulin pump would not complete the fill tubing process. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that the insulin pump alarmed no delivery again while troubleshooting and that insulin did not exit. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was advised that her supplies would be replaced. The customer agreed to return the insulin pump for analysis. The customer did not return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.reference manufacturer report number: 3004209178-2015-60529.